Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the keypad was torn from the top of the keypad down to the ok button. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.